Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications reported.